Manufacturer narrative:
Additional info will be provided upon conclusion of the manufacturer's investigation.

Event description:
Resident was being lifted off of a wheelchair; the clips of the sling that was being used were clicked into place. While being lifted, the shoulder sling clips popped off and unfastened causing the resident to fall backwards. The resident landed on her head and suffered a contusion.